Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant, falsely elevated cardiac troponin I ultra (tni-ul) result was obtained on a patient sample on an advia centaur cp instrument. A customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call, uni-load and firmware update, verified dispense levels and that confirmed that there were no leaks from the rinse block. The cse also replaced the acid, gray peripump, blue peripump cover, wash displacement, wash 1 rotary pump, wash station assembly, sample syringe, rinse bock, rinse tubing to rinse blocks, and the y fitting in the wash 1 supply from the rotatory pump to the valve block. Then, the cse ran quality controls (qcs) and a precision test, resulting acceptably. The cause of the discordant, falsely elevated tni-ul result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely high cardiac troponin I ultra (tni-ul) result was obtained on a patient sample on an advia centaur cp instrument. The initial result was not reported to the physician(s). The sample was repeated on an alternate advia centaur cp instrument, resulting lower. The repeat result was reported, as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high tni-ul result.